Event description:
It was reported that this device was difficult to interrogate. A magnet reset was performed without success. A review of latitude data also indicated difficulty in telemetry with the latitude communicator. Technical services discussed a possible explant. There are no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was difficult to interrogate. A magnet reset was performed without success. A review of latitude data also indicated difficulty in telemetry with the latitude communicator. Technical services discussed a possible explant. The device has been explanted. There are no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product explant. There were no additional adverse patient effects. It was reported that this device was difficult to interrogate. A magnet reset was performed without success. A review of latitude data also indicated difficulty in telemetry with the latitude communicator. Technical services discussed a possible explant. The device has been explanted. There are no additional adverse patient effects.